Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (ongoing) for the event. Patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.